Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the insertion flexible tube spiral closer condition. Based on the result, we concluded that it was caused due to the excessive force applied on the insertion flexible tube. In addition, our technician confirmed that the insertion flexible tube coating damage, the remote control buttons perforated, the nozzle gluing missing, the light guide cable cut, the remote control switch malfunction, the remote control switch malfunction, the biopsy inlet t-piece dirty, and the remote control buttons worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0628(ift)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) hardened.